Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 50 after insertion. The RMA was issued for further investigation of the sensor. A review of the alert history in dms confirmed that sensor replacement alert was triggered on (B)(6) 2024, day 50 after insertion after a sharp decline in the diagnostic drift metric (mep drift). The diagnostic drift metric quantifies whether the temperature-corrected diagnostic measurement has drifted from its temperature-corrected factory value. The metric ranges from 0 to 1 with 1 being its default value and representing no diagnostic drift has occurred. On the (B)(6) 2024, the mep drift dropped from 1 to 0. A low mep drift value is indicative of an electronic issue with the sensor. Testing of the returned sensor did not reveal any electronic issues with the sensor. This may occur in instances where the failure mode that presents itself in the body is not reproduced in the lag, such as transient optical instability potentially due to an intermittent electronic issue. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 26 march 2025. G3. Date received by the manufacturer? 26 march 2025. D9 device available for evaluation? Yes on 29 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.